Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received unable to exit training mode due to bad battery error alarm. The customer's blood glucose level was 117 mg/dl. The customer reported that the insulin pump failed the self test. Alarm did not occurred during the rewind sequence. The insulin pump will be returned for analysis.